Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed candy and customer did not deliver a food bolus. Customer's blood glucose (bg) was 450 mg/dl. Customer went to the hospital and was treated with intravenous insulin. Elevated bg was resolved with no permanent injury. Customer was discharged from the hospital on (B)(6) 2019.